Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several episodes of inappropriate shocks and the smartpass feature become disabled due to low/poor amplitude morphology signals. X-rays were performed and it seems the s-ICD position changed. Eventually, the s-ICD system was explanted and replaced with a transvenous system. This s-ICD is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The returned subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Review of the device memory did not reveal any system errors or resets. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of shocking, sensing, and recording functions of the device commensurate with battery voltage. The s-ICD operated appropriately, according to its performance specifications. The analysis did not reveal any abnormalities with this product. Skin erosion and device migration are known issues for implanted devices, and these allegations cannot be addressed by product analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several episodes of inappropriate shocks and the smartpass feature become disabled due to low/poor amplitude morphology signals. X-rays were performed and it seems the s-ICD position changed. Eventually, the s-ICD system was explanted and replaced with a transvenous system. This s-ICD was returned for analysis and no additional adverse patient effects were reported.